Event description:
During an atrial fibrillation procedure, air was drawn through the swartz sl0 sheath valve when the wire was inserted. The sheath was exchanged, and the procedure was completed with no consequences to the patient.